Manufacturer narrative:
Stryker raqa was unable to gain further information in regards to this issue from the customer. There is a safety risk associated with the equipment breaking if the break were to create sharp edges. The severity of the issue is unknown. Equipment hook.

Event description:
It has been reported that the head end of the cots has broken off. It is further reported that there was no adverse consequences.